Event description:
Pt was injected with 1cc in nasolabial folds. She started swelling 2-3 hrs later. By dinner time the right side of her face was swollen and the right side of her upper lip was swollen and painful with a little swelling in lower right lip. The following day her lips were so distorted, she couldn't speak. Her face was swollen from her right upper lip up to the top of her cheek bone, so that she could see swelling in her peripheral vision. Seventy-five percent of the product was injected on her left and 25% injected on the right. The issues all occurred on the right. She went back to the office on (B)(6)2010 and was prescribed prednisone tapered dosage 60 mg, tapering down for 6 days. The pt also took a benadryl before she went in to see the office. Thirty percent better on (B)(6)2010, and returned to normal on (B)(6)2010. On (B)(6)2010, her skin started sloughing off in layers, like a bad case of sunburn, in nlf area and chin on right side only. Pt is back to normal now. Physician has injected 8 or 9 patients and everyone else is fine.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.